Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2018; 693565 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with a systemic infection. The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A new lead was implanted in the jugular and the existing device was attached externally to the patient. No further patient complications have been reported as a result of this event.